Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Report of patient death on (B)(6) 2018 with no allegations of product malfunction. The patient medical history was significant for non-ischemic dilated myopathy, ejection fraction of 28%, left bundle branch block and class iii congestive heart failure. The patients device history was significant for an attempted implant of a reliance 4-front sg active fixation single coil defibrillation lead (model#0692, sn# unknown) on (B)(6) 2014 . There was no injury pattern and high thresholds at the time of the implant procedure. From the physician perspective, this lead had malfunctioned and was removed. Upon removal of the lead, the gore-tex sleeve avulsed the subclavian vein. The subclavian vein at this location was oversewn using 2-0 vicryl in a horizontal mattress fashion. A replacement model#0692 was successfully advanced out to its final position. No further patient adverse effects were encountered and the implant procedure was successfully completed.